Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2021 and suture was used. During the procedure, it was reported that the suture broke in an unknown surgery on (B)(6) 2021. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.